Event description:
The event is reported as: the customer reported the following: "pt (B)(6) old, is placed a catheter with balloon. The balloon was inflated w/o any complication, the problem was when the balloon was going to be deflated with the syringe, the doctor was not able to deflate the balloon. After 1h and several attempts, the balloon got deflated, the problem with the deflated of balloon has happened 3 times with 3 different pts and with different lots." No reported pt injury.

Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report.